Event description:
Boston scientific received information that this right ventricular (rv) lead had recently been implanted. It was reported that post implant the patient's pressure had dropped and an echocardiogram was performed and it was observed that the lead had perforated. A chest tube was subsequently placed. At the pre-discharge check the lead measurements were observed within normal limits. No additional complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.